Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during infusion, the leakage was found from the part of the catheter which was outside of the body. There was no reported patient injury. On (B)(6) 2019 it was additionally reported that the patient complained that the area around the dressing was wet on (B)(6) 2019. It was found that the dressing was wet during administration of antibiotics and rehydration on (B)(6) 2019. Therefore, when the catheter was flushed, a leak from the outside part of the patient's body of the catheter was confirmed, so the catheter was removed.

Event description:
It was reported that during infusion, the leakage was found from the part of the catheter which was outside of the body. There was no reported patient injury. On (b(6) 2019 it was additionally reported that the patient complained that the area around the dressing was wet on (B)(6) 2019. It was found that the dressing was wet during administration of antibiotics and rehydration on (B)(6) 2019. Therefore, when the catheter was flushed, a leak from the outside part of the patient's body of the catheter was confirmed, so the catheter was removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be related to use. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A hole was observed in the catheter between the 52 cm and 53 cm depth markers. The 52 cm and 53 cm depth markers and the line between them were observed to be faded and worn away. Some slight tensile weakness was observed in the catheter material near the observed hole. A microscopic observation revealed a deep indentation in the catheter with the observed hole in the center of the indentation. An additional shallow indentation was observed opposite the hole. The edges of the hole were observed to be rough and thin with some abrasive damage on either side of the hole. The shape, location, and observed physical characteristics of the hole in the returned sample, and the material surrounding the hole, are consistent with damage accumulated through material fatigue. Material fatigue can occur due to cyclic kinking and/or abrasion of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter material. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the suture wing, ¿y¿ adapter, and/or connector must be secured in place.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.